Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging inaccurate results when comparing the subject device with another device, onetouch veriopro (results not provided), all results within 30 minutes of each other. This complaint is being reported because the reported results may not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.